Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for analysis.

Event description:
A site purchasing representative reported a damaged spine clamp. The clamp screw iwa stripped. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The suspect spine clamp was received by the manufacturer for evaluation. The clamp was reported to be bent to one side and debris was present from the adjustment screw threads. Resulting in difficulty to operate the clamp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Lot number and device manufacture date provided.